Event description:
The facility representative reported a flo-gard infusion pump with "sec rate=0". It is unknown when this event occurred; however, it was reported to have occurred in the emergency room. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with ?sec rate=0? Was confirmed and duplicated by baxter service personnel. The root cause of this condition was not determined. The front panel was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the root cause of this condition was determined to be a defective panel key. Should additional information be received, a follow-up medwatch will be submitted.